Manufacturer narrative:
The samples were collected in 13 x 75 mm bd lithium heparin plasma tubes with a gel separator, and were centrifuged for 3 minutes. All results were obtained from the primary tubes. Closed tube aliquotter (cta) was used for tests on access 2i. Qc was within the established ranges prior to the event. A routine system check was performed on (B)(4) 2010 and the results were within the instrument specifications. A bci field service engineer (fse) was on site on (B)(4) 2010. The fse discovered air entering the wash pump during priming. The fse replaced the wash pump seals, belt, rotor and o-rings, and cleaned the wash valve. The fse also replaced the uppermost peri-pump tubing as it was crimped and one of the mixers due to excessive buildup. The fse performed system priming, a routine system check, a high sensitivity system check and qc. All results were within the specifications. Although hardware issues were addressed, a definitive root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously elevated troponin (accutni) results above the ami cutoff generated by synchron lxi 725 clinical system for three patients. The results were not reported out of the laboratory. Subsequent testing on an alternate instrument produced results within the normal reference range for two patients and a result within the risk stratification range for one patient. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.